Manufacturer narrative:
Add'l info regarding product eval is pending. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. A root cause has not been identified. (B)(4).

Event description:
A nurse reported during a vitrectomy procedure, the system would not automatically inject silicone oil. The procedure was delayed approximately one hour and manual injection was performed. There was no injury to the pt.